Event description:
It was reported that when the patient returned to the hospital for treatment of their other leg, during the procedure it was noticed that the absolute pro that was implanted 19 days ago in the iliac artery was fractured and no medical intervention was performed. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.